Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured. Additional findings of inner tubing kinked/buckled, exposed defib coil white substance, outer insulation white substance and cosmetic depression, blood in/on helix mechanism and flexed. Full lead in segments returned and analyzed.

Event description:
It was reported that the patient alert sounded, and the lead exhibited high impedance and a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.